Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed with a button error alarm. The customer's blood glucose was 8.5 mmol/l. The buttons were reportedly not pressed for longer than 3 minutes. Customer was advised the device would be replaced and agreed to return the product for analysis.